Manufacturer narrative:
(B)(4)

Event description:
Doctor reported that implant fractured in half and lower part remained implanted. Doctor also indicated that patient would be rescheduled for removing implant fractured part.

Manufacturer narrative:
One osseotite® implant was returned for inspection with a restorative screw, and attached to a restoration. The device shows large signs of wear and debris attachment at the remaining threads. It was fractured at the middle threads. The other half of the device was not returned for inspection. A device history review was performed and no related non-conformances were noted. Also a complaint history search was performed using our complaint handling system and one related complaint for this product lot was identified. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015 information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 information identified: precautions: the surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The returned x-ray shows the other half of the fractured implant embedded within the bone tissue. It is stated by the customer that this fractured half remained implanted. Complaint indicates implant fracture. The alleged event was confirmed following inspection. A root cause for this complaint could not be determined.